Event description:
A malfunction alarm was reported, and it is unclear if there was an impact on the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears.